Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) to report a testing issue with the one touch ultra 2 meter. The sr. Medical surveillance specialist was able to classify the complaint based on the info provided. On (B) (6) 2010 at 8:30 pm, the pt had an issue with testing her blood glucose level with the reported meter. Troubleshooting revealed the pt was attempting to test while in the meter's memory mode. The pt experienced the symptom of headache. The pt was taken to the emergency room, where she was treated with an increased dose of novolog and lantus insulin. The issue was resolved with pt education. The meter was replaced. The pt did not follow the correct procedure to test her blood glucose level using the reported meter. The pt allegedly received emergency medical attention and treatment with insulin after she was unable to test her blood glucose level due to the meter issue; therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.